Event description:
Implanted cardiac defibrillator lead malfunction, dislodgement of implanted cardiac defibrillator lead. The pt has a single chamber st. Jude medical defibrillation system implanted in (B)(6) of 2013. She had a well functioning ICD placed in (B)(6) 2013, following which she developed malfunction on routine testing. ICD had no capture. Clearly had moved and by x-ray this was a micro dislodgement. (B)(6) 2011, fixed apical large defect also mid apical anterior wall. Lvef down to 25%. Echocardiogram most recently in (B)(6) 2013.